Event description:
During biopsy process, one of the forceps jaws came off end of forceps inside of patient. Forceps jaw was seen with video scope inside patient. Dates of use: 2009. Diagnosis or reason for use: biopsy of esophagus.